Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Patient called in reporting screen has gone grey/black and he cannot use the screen. Screen is all black, when holding the button, it goes slightly grey. Touching button does not turn on screen. Had patient place on charger, went slightly grey but could not see anything on charger. Had patient press and hold wake button, still nothing occurring on ilet to be able to wake it up. Ilet was charged earlier today. Patient reported the ilet was not bumped or dropped today.